Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (abnormal shutdown flags/code 204) has been confirmed. Upon eval the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
Zoll customer support revealed the download of a (B)(6) male pt which revealed abnormal shutdown flags. The belt was now showing cords. The pt later confirmed that a service code 204 was displayed on the monitor. The pt was issued a replacement electrode belt.